Event description:
The device was used during a laparoscopically assisted video hysterectomy. Reportedly, the approximating lever broke and the instrument was difficult to open. The surgeon resected the tissue at the application site to complete the procedure. The hospital has reported no pt injury occurred.